Event description:
A home patient (hp) was diagnosed with peritonitis following a break in aseptic technique resulting in a system error 2240 alarm. The hp contacted baxter's technical service center (tsc) in 2003 regarding a system error 2240 message that appeared on the display of the the homechoice machine during dwell 1/3 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected the transfer set from the patient line of the homechoice set during a dwell cycle without capping or clamping the patient line. When the hp returned, the homechoice machine was alarming. The hp reconnected self to the setup and attempted to clear the alarm. Baxter's tsc assisted the hp in ending therapy early and therapy was completed manually. The hp presented at the clinc in 08/2003 with cloudy effluent. The hp was diagnosed with peritonitis and subsequently treated with vancomycin 2g intraperitoneal to dwell for at least 6 hours and 150mg tobramycin intramuscular one time each. Based on the absence of symptoms the hp's nurse has concluded that the hp has fully recovered with no hospitalization required.